Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer complaint that unit volume reads incorrect could not be duplicated. The unit was powered up on battery and passed post. Ac power was connected and unit was observed to charge. Recertification testing was performed and the unit passed. Rotor cycle timing and accuracy were checked using a test feeding set. Average rotor time measured 8.5 seconds and the unit fed 66.5 ml of water by weight. Both readings were within specification. Visual inspection found no anomalies. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit failed calibration, and the volume reads incorrect as it is off by 70 cc's. There was no patient involved.